Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
A subcutaneous leak of the anticancer drug was found at the time of drug infusion.